Manufacturer narrative:
Unit received with constant motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test due to motor error alarm. Unit also received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error before and after a battery change. Customer does not recall any significant events leading to the error, but indicated that the pump was worn during an MRI. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done for motor error but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.